Event description:
It was reported that there was multiple episodes of noise or external interference and short intervals observed in both the atrial and ventricular leads and aborted shocks that correspond to the time of surgery where cautery was used. It was also reported that the device was not programmed off and a magnet was not used during the surgery. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940-52 implantable pacing lead, (B)(6) 1998. (B)(4).